Event description:
The customer reported that she ran into bad reservoir. Customer stated she filled her reservoir and she couldn't get it to feed into the tubing. She took out the infusion set but it did not help. She filled new reservoir and connected it to the infusion set and it worked. Customer reported blood occluded the cannula and impeded insulin delivery. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.